Manufacturer narrative:
The device was not returned for this investigation, should we receive the device at a later date a supplemental report will be filed.

Event description:
The patient stated she took her device to her primary care physician to compare to manual reading. The patient reports the readings were not taken simultaneously, but one after the other. The doctor's manual reading was 155/90 and livongo monitor reading was 114/72.